Manufacturer narrative:
Recall: 3012447612-05/10/2017-001-r. The returned driver was evaluated. It was found to have a tip which twisted. A review of the manufacturing records did not identify any issues which would have contributed to this event. The torque limiting handle which was returned with this driver was found outside of the adequate performance range, so this likely caused the driver to torque until it twisted. Investigation of this issue for similar events found the cause to be a result of when applying torque to tighten the closure top with the vitality torque handle and vitality t27 final driver, the vitality t27 final driver shaft twists. This twist of the driver creates a torsional spring action on the mating parts of the t27 final driver and torque handle. The repeated spring action while applying torque damages the cam and cam lobe inside the torque handle. The damaged parts inside the torque handle result in the values of torque to go out of specification.

Event description:
It was reported that a driver was found to be worn. However evaluation by zimmer biomet spine personnel determined the tip had been twisted. The procedure was completed using alternative instrumentation. There were no reports of patient injury.